Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A decreasing venous pressure alarm occurred during a routine hemodialysis treatment which could not be resolved. The operator elected to discontinue treatment without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The cartridge was not returned for evaluation; therefore, the exact cause of the decreasing venous pressure alarm cannot be determined. Per the user's guide, the most likely causes of the venous pressure alarm include arterial access flow problems, kinked or clamped arterial patient line, venous patient line leak. Disconnection or access extraction or clotted filter. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.